Event description:
It was reported that the patient presented remotely via merlin.net transmission with episodes of non-sustained right ventricular oversensing and auto-mode switching due to noise on right ventricular and atrial leads. The patient was evaluated in-clinic and no intervention was performed.